Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2021-11-27). The evaluation at omsc confirmed that the hf-cable is broken near the instrument connector. This type of damage is usually caused by age-related wear and tear in connection with a repeated tensile/bending load. When the hf generator is activated, the broken wires may then cause voltage flashovers in the damaged area, which may result in the formation of sparks and the complete detachment of the connector. According to the article¿s lot number, the hf-cable was manufactured in november 2018. It is therefore assumed that the hf-cable was used longer than the 12 months the cable is designed for. Thus, this event/incident can most likely be attributed to age-related wear and tear in connection with improper handling by the customer and thus to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the-hf cable without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic laparoscopic appendix removal procedure, the hf-cable broke and made an explosion sound. The intended procedure was successfully completed with a similar cable and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/ investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/ investigation or additional significant information becomes available, this report will be updated.